Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 3387s-40, lot# va0ynz4, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 3387s-40, lot# va0yb69, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for dystonia and movement disorders. It was reported that the patient was in the emergency department one month following implant due to sudden swelling and redness near the implantable neurostimulator (ins) pocket. The hcp reported that "the redness spread around the chest and up to the incision on the neck/cellulitis". Blood cultures were taken and revealed (B)(6) at the lead location. It was also reported that "chest fluid labs (B)(6) (chest fluid)". The ins and leads were explanted the same day. The patient was sent to "pacu" in stable condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.